Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose events. Customer reported that the insulin pump was turning off and on. Customer stated that the insulin pump would reset after it came back on and the buttons were unresponsive. Customer's blood glucose was over 600 mg/dl at the time of incident and 124 mg/dl at the time of call. Customer reported that she was hospitalized on (B)(6) 2017 due to high blood glucose. Customer's blood glucose reading was high and she passed out and was hospitalized. The customer experienced symptoms such as temporary blindness. Customer was treated with IV drips and was admitted in the ICU. High blood glucose levels began on november 24, 2017. The insulin pump drive support cap appeared normal. Customer was not able to provide additional information on hospitalization. Customer had another hospitalization event on february 6, 2018 with a blood glucose of 565 mg/dl. The customer experienced symptoms such as burning sensation in the legs, swelling, and upset stomach. Customer was treated with IV drip. Customer declined to check for possible leaks, air bubbles, site or insulin issues, and device settings. The customer was wearing the insulin pump during both hospitalization. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also mentioned that the insulin pump buttons were hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit was received with intermittent all buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked.